Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft migrated and a talent aortic cuff was requested for treatment of the pt; however, the cuff was not available at the treating facility. Despite several attempts to obtain additional none was provided.

Manufacturer narrative:
.